Event description:
The report indicated that the customer experienced fluctuating bg readings while wearing a pod, some of which were high (264-313 mg/dl). Multiple correction boluses were administered, which were unsuccessful at controlling his bg's. The pod was removed and replaced and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.